Manufacturer narrative:
In response to FDA report number: mw5092315. The events of infection and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade iii, skin rash and infection.

Event description:
Patient reported via regulatory agency a left side "rupture and a capsule grade 3" and "an infection", and "I'm now reading a skin rash could be a sign of skin cancer." Patient additionally reported "skin rash for 3 years on and off"; this event is not device related. The device remains implanted.